Event description:
The customer reported via phone call that the insulin pump alarmed button error during bolus delivery. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with button error and no button response due to corroded keypad traces. Device had cracked case at display window corner, battery tube threads, minor scratched display window and missing end cap sticker.